Event description:
It was reported that the patient fell from his bunk bed and that re-implantation is possible. Despite several inquiries, no further information has been received.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.